Manufacturer narrative:
(B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 08. Dec. 2016 expiry date: 01.nov. 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 226.701 / l184507. Manufacturing location: (B)(4). Manufacturing date:17. Nov. 2016. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that after three months of implantation the locking compression plate (lcp) broke. Revision surgery was performed on (B)(6) 2017. No information available about patient condition and outcome. The plate was initially implanted on (B)(6) 2017. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the plate is broken at hole 13, with several scratches, abrasions and injuries on the surface. Laser marking is readable. Plate returned in packaging different from the original one. All dimensions of the plate received which are relevant for the complaint condition were measured, and have fulfilled their specifications (except for the features that could not be measured) according to the drawing. As well as, thickness was measured close to the breakage point and has passed its specifications. Besides, during manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as thread zero point and ball height through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the manufacturing documentation as well as during this investigation all the relevant measurements performed are according to the manufacturing specifications. A product investigation was completed: our investigation has shown that the plate is broken at hole 13, with several scratches, abrasions and injuries on the surface. Laser marking is readable. We have forwarded the received device to the responsible manufacturing site for further evaluation with the following results: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. It is likely that a mechanical overload situation could have led to the breakage. The dimensions which are relevant for this complaint, were checked as far as possible and were found according to specifications. As indicated in the documents the correct material was used and the examination of the raw-material testing certificate showed no deviations regarding material analysis, strength and structural stability. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.